Event description:
The ventilator was connected to a pt. The customer reports that the ventilator was set to 40% o2 and delivered 60% the reported problem was verified with an external analyzer. There was no pt injury.